Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an emergency room doctor regarding a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. Within the past week, the patient was presented with what he thought may be a narcotic overdose; patient experienced shortness of breath and hypoxic. He gave the patient narcan and she immediately regained mental status then slowly went back to sleep, at the time of the call, the patient was ¿kind of out of it¿, it was noted that the patient had a lot of health issues. He inquired on how to stop the pump and emergency procedure for emptying pump, programming pump to minimum rate or stop pump mode were reviewed. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.